Manufacturer narrative:
Potential lot numbers - 77x020, 76x199, and 77x004. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while removing a cleo® 90 infusion set, the cannula detached and remained in the patient's abdomen. The patient was going to see a vascular surgeon to remove the cannula. As of the time of the report, the patient has not had any further tests or treatments. No permanent injury was reported. See MFR: 3012307300-2017-01388.